Event description:
It was reported that during trochanteric fixation nailing system (tfna), surgeon noticed that the drill bit was getting extremely hot during drilling and the tip was turning black. Patient was fine after surgery and surgery was successfully completed without any surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by ther reporter. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records was conducted. The report indicates that the: manufacturing site: (B)(4), supplier: (B)(4), manufacturing date: 14. Aug. 2014, no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.